Manufacturer narrative:
This supplemental is being submitted for completed investigation. Product event summary: the vad and the associated outflow graft of unknown lot number were not returned for evaluation. The reported low power and flow event could not be confirmed via review of the controller log files since log files were not available for analysis. Information provided by the site indicated that, in addition to the decrease in pump power consumption and estimated flows, the patient experienced fatigue and weight gain and that a computerized tomography (CT) showed an irregular thrombus within the distal vad outflow graft; the outflow graft was stented. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft h6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 22, 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk, device available for eval: no, mfg date: unk, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced fatigue and a weight gain of twenty pounds. The vad flow and power were slightly lower than the patient's average parameters and there was a lower pulsatility shown on their waveform. The patient was hospitalized. Computerized tomography (CT) showed an irregular thrombus within the distal vad outflow graft near the aortic insertion involving greater than fifty percent of the luminal diameter. The physician was unsure whether the outflow graft was being compressed or if there was thrombus and later a stent was placed in the outflow graft. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.